Event description:
A user facility reported to olympus that when the scope, used with the olympus, model clv-190, evis exera iii xenon light source was bumped, the screen went black. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The returned device was tested using multiple scope models; the image was verified to stabilize and meet olympus standards. The evaluation found a cracked front panel mouth. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the screen going black could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.